Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The attempted lead was returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a new cardiac resynchronization therapy defibrillator (crt-d) implant procedure, high shock lead impedances were observed through the single coil right ventricular (rv) lead, triggering an alert (code 1005 for an impedance of 145 ohms). Painless shock lead impedance values were between 135 and 150 ohms. Induction testing was performed in reversed polarity, which successfully converted, but impedances were still at 150 ohms. A new crt-d and rv lead were then used and the same impedance values were observed with successful defibrillation threshold (dft) testing. The procedure was completed. The next morning, the rv lead was not capturing. The av delay was extended to allow rv sensing and bi-ventricular trigger pacing. No adverse patient effects were reported.